Event description:
The customer reported error 800.8000. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed error 800.8000 in the error log. If power on and get a 255-16-275 error every time, try to reflash the unit. If flashing fails, the logic board must be replaced or unit sent in for repair. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. A review of the device history record for (B)(6) was performed from date of manufacture, 01/21/2014 to the present date 01/16/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - recommended re-flash poc software. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. H3 : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error 800.8000. No patient involvement.